Event description:
Related manufacturer reference number: 2017865-2023-93238 it was reported that a patient presented to the emergency room with loss of capture noted on both the right atrial and right ventricular leads. X-ray imaging confirmed dislodgement of the leads due to twiddler's syndrome. The leads were explanted and replaced on 6 nov 2023 . The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement, twiddler syndrome, and failure to capture. As received, a complete lead was returned in one piece for analysis. Visual inspection found the lead body to be twisted and the helix retracted was clogged with blood. The reported event of failure to capture was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. After cleaning and by applying torque to the connector pin, the helix could be extended/retracted, and helix extension length met specification. Three external insulation abrasions breaching the outer insulation on the proximal portion of the returned lead consistent with friction to device can.